Manufacturer narrative:
Reported event: an event regarding incorrect selection involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Primary procedure, left knee. It was reported that a cr femoral component was implanted in a knee that was prepped for a ps femur. Issue was noticed after patient was sent home. Patient was revised the next day. Rep confirmed that no further information will be released by the hospital or surgeon.